Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with trace diffuse lamellar keratitis in both eyes on day post lasik. The topical steroid dosage was increased. The patient was seen in follow and the diffuse lamellar keratitis was resolved in the left eye but remained in the right eye. Additional information received states the patient's symptoms resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.